Manufacturer narrative:
A review of the manufacturing documentation for the (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient's incision site did not heal properly. The physician opened the generator site to assess signs of infection. It was noted that there was no sign of infection. The patient underwent a pocket revision procedure wherein the generator was moved to the opposite side of the back. The patient was doing well postoperatively.

Event description:
A report was received that the patient's incision site did not heal properly. The physician opened the generator site to assess signs of infection. It was noted that there was no sign of infection. The patient underwent a pocket revision procedure wherein the generator was moved to the opposite side of the back. The patient was doing well postoperatively.